Event description:
On (B)(6) 2014, the reporter contacted animas alleging a motor/rewind issue. The reporter stated that when the patient attempted to rewind the pump, the pump indicated that the rewind was completed but the piston was not moving and the patient could not insert the cartridge. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple call service alarms were observed in the black box on the reported failure date of (B)(6) 2014. The time and date were accurately set at the start of the investigation. Performing the pump rewind, load, and prime sequence was prohibited due to a call service alarm on the load step. The pump was not exercised for 24 hours on a 1 unit per hour basal as alarms were duplicated. The pump was opened for further investigation and an internal motor failure was observed upon testing.